Manufacturer narrative:
The field service engineer checked the console in the health care facility. It was noticed that the mounting bracket binding and mirror locking had a screw missing on one side, therefore the allegation was confirmed. Additionally, the mirror and bracket were aligned and the mirror was cleaned. The damaged micromanipulator could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the micromanipulator is not working. The beam direction is off and needs calibration, the laser light is faint, and mirror is loose. No patient involvement was reported.